Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was they got a message yesterday that 'it was not charging' and not working and they cannot feel the implant running today. Pt then stated that their ins is fully charged to 100%. Pt seemed confused throughout some of the call. Pt stated they thought that they did not have a communicator but, the communicator has been on the back of their handset and they did not realize it. When pt tapped patient therapy app - they were prompted to enter serial number (pt had been entering serial number of the recharger). Pt had difficulty removing communicator from back of the handset case. Pt was able to scan the qr code and entered patient therapy app without issue. Pt saw therapy was off, communicator was 100%, and ins was 100%. Pt turned therapy on group b and pt stated they can feel it running now. The troubleshooting steps taken on the call resolved the reported issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.